Event description:
It was reported that the patient was initially done (B)(6) 2013, brought patient back in (B)(6) 2013 and put in an omega. Patient had bone loss and fracture and couldn't get fixation. Surgeon put in a restoration modular with dall miles cables.

Manufacturer narrative:
Device was not returned. If additional information becomes available it will be reported on a supplemental report.